Event description:
Upon review of the da vinci si system log review, an intuitive surgical inc. (Isi) representative observed an 23022 error message indicating that a brake fault on a patient side manipulator (psm) occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes. On (B)(4)2014, a field investigation was conducted by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse determined that the system error code 23022 was associated with psm 3. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The psm from part number (B)(4), serial number (B)(4) was returned and evaluated. Failure analysis investigation confirmed the report failure mode. During a weighted brake drop test of the psm, system error code 23022 was generated and found to be associated with the psm's axis 2 brake. Axis 2 was replaced to repair the psm. Axis 1 was replaced as a precaution. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci si system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.